Manufacturer narrative:
The qc showed fluctuation out of range. The alarm trace showed no alarms on the day of the event 09-may-2023 but during the month of (B)(6) 2023 it showed multiple alarms that came up many times (sample foam detection, sample short, sample clot detection, abnormal measuring cell condition alarms).

Manufacturer narrative:
The investigation reviewed the alarm trace from the digital laboratory management software. The trace showed multiple samlpe-related alarms which point to preanalytical issues. The investigation determined the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Event description:
We received an allegation about discrepant results for 4 patients' samples tested with elecsys troponin t hs (tnths) assay on a cobas e 801 analytical unit compared to different modules. Sample 1: initial result: 17 ng/l. 1st rerun result: 7.4 ng/l (the same sample). A new sample was taken from the patient and was tested. 2nd rerun result: 8.97 ng/l (a new sample). Sample 2: initial result: 11.2 ng/l. 1st rerun result: 5.95 ng/l (the same sample). A new sample was taken from the patient and was tested. 2nd rerun result: < 5 ng/l (a new sample). Sample 3: initial result: 13.3 ng/l. 1st rerun result: 8.2 ng/l (the same sample). Two new samples were taken from the patient and were tested. 2nd rerun result: 7.8 ng/l (1st new sample). 3rd rerun result: 6.8 ng/l (2nd new sample). Sample 4: initial result: 12.2 ng/l. 1st rerun result: < 5 ng/l (the same sample). A new sample was taken from the patient and was tested. 2nd rerun result: < 5 ng/l (a new sample). The questionable results were reported outside the laboratory. An amended report with the correct results was then reported outside the laboratory.

Manufacturer narrative:
The tnths reagent lot number and expiration date were not provided. Investigation is ongoing.